Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Customer's blood glucose (bg) level was 750 mg/dl. The customer went to the emergency room about 1 month ago; however, the specific date could not be recalled. Reportedly, they were treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2025.